Event description:
It was reported that the pt returned to the ER fifty two days after filter placement with pain and leg swelling. CT revealed that the filter had moved 3cm to above the renals and contained clot. The filter removal attempt several days later was unsuccessful, as the filter was tilted. The filter remains implanted.